Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil half in uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and menopause ("menopause"). Essure treatment was not changed. At the time of the report, the menopause outcome was unknown. The reporter considered device dislocation and menopause to be related to essure. The reporter commented: hopefully going to get these coils removed. Patient's gyn said that one of her coil is half in her uterus was fine and that if she feel cramping or need to expel then she should go to the ER. Concerning the injuries reported in this case, the following ones were reported via social media- menopause quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New reporters were added. New event coil half in uterus was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.